Event description:
The facility's biomedical technician reported an incident of over-infusion during pt use involving a flo-gard device. The customer stated that a male pt was being treated at the facility for shortness of breath. Pt was being administered lasix (manufacturer unk at this time) at a rate of 10cc/hour. After 40 mins, the attending nurse noted that 58cc had been administered to the pt. Medication was being delivered via a piggyback set up. Pt did not suffer any adverse effects and was not injured. Medical intervention was not required. The facility biomedical technician evaluated the device and was not able to reproduce or confirm the malfunction. The device will be returned to baxter for evaluation. Although requested, additional information is not available to baxter.

Manufacturer narrative:
The device has not yet been received for eval. Should the pump be received for eval, a follow-up report will be filed upon completion of the eval or if additional information becomes available.